Event description:
It was reported that the device was displaying a service icon and had multiple error codes in memory that indicate a possible failure of the device to defibrillate or to deliver an improper amount of energy. There was no pt use associated with the reported failure, as the customer noticed the service light prior to pt use.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that a filter, designator fl29, was cracked near the output solder joint. This failure would impact shock therapy by affecting the positive portion of the waveform. Also, no pacing would be possible.